Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported while the surgeon was implanting the synergy stem, the threads broke off into the implant. The implant was fully implanted so the surgeon decided since the implant was fully seated to let it stay.